Event description:
It was reported that a 28-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on both sides and experienced right side pain and bilateral breast implant rupture postoperatively. Mammogram confirmed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2022, mentor became aware that the date of surgery is (B)(6) 2022. The devices were found to be intact when removed. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned." Field h6 medical device problem code has been updated to "adverse event without identified device or use problem." Reason for device explant and/or reoperation: right side pain. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 7, 2022, mentor became aware that the replacement devices used were catalog number smhx375; serial number (B)(6) on the left side, and catalog number smhx375; serial number (B)(6) on the right side. On november 8, the mentor failure analysis lab received the device for evaluation. Paperwork received with the devices indicated that the date of explant was (B)(6), 2022. Field d6b has been updated to (B)(6), 2022 on this form. On november 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 31, 2022, mentor became aware that patient experienced bilateral capsular contracture; baker grade iii/IV and underwent bilateral explantation and replacement with mentor 375ml smooth gel implants. Clinical code "capsular contracture" has been added to field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii/IV. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on december 5, 2022, date of explant under field d6b has been updated to (B)(6), 2022. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).